Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would sometimes "randomly shut off". They stated that the pump did not alarm. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, however, those attempts were unsuccessful. (B)(4).